Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump is allegedly priming large amounts of insulin when the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: during investigation, loss of prime with zero force and no cartridge detected alarms were verified in black box. Performed pump rewind, load, and prime with no loss of prime. Attempted to exercise pump for 24 hours on a 1 unit per hour basal program and received loss of prime alarm. Force sensor calibration was out of specification, low. Removed pump from case. Removed force sensor from motor assembly. Attempted to take a resistance reading from force sensor and found an open circuit. The force sensor flex was broken at one of the pins.